Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance out of range. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Amendment: this event is no longer reportable; a report of an unexpected change or value of pace impedance measurement(s) that remain within normal limits does not suggest a reportable product malfunction, as there is no evidence that therapy was impacted. The malfunction is not likely to cause or contribute to death or serious injury. MDR=no report. Maa

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance out of range. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the patient was checked in the clinic, and the impedance trends were within normal range than what was initially reported. Monitoring will continue to be perform.